Event description:
The customer reported that the circuit breaker tripped and the system would not boot up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. No conclusion can be drawn as repair information is unavailable at this time.